Manufacturer narrative:
(B)(4). No related complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 54.0 cm to 54.6 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.